Event description:
Additional information received from a manufacturer representative (rep). Ins replacement was scheduled. They anticipated that it would resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). Caller reported patient was seen for her post op visit and patient did not bring her recharger. Caller reported patient attempted to recharge and unable to charge. Caller reported he was with patient today. He was seeing poor recharge quality. The controller was able to connect to the implant fine, ins battery was currently at 30%. Caller reported ins pocket site looks fine, no swelling or tilted, can feel the ins. Caller reported implant depth does not appeared to be an issue. Caller do not have a spare recharger to try. Caller reported antenna locator performed and range varies from 68-76. He stated when he pressed on the recharger, the numbers goes up and when he does not press on the recharger, the number goes down. Resetting the controller and disabling the device did not resolved the issue. Recharger antenna (rtm) would not connect to ins. No symptoms reported. A replacement rtm was sent to the patient. Pt states she spoke to the rep today and he said to charge before appt tomorrow. Pt states she has been trying all day to charge and cannot. Pt gets to 90% and never will click over to regular charging screen. Pt states she also sees no device found on the screen. And tried for 4.5 hours today and cannot get the unit to charge. Passive recharge mode was reviewed however it never will jump over to regular charging screen. It was verified pt using correct rtm as pt was sent one previously. Additional information received from a manufacturer representative (rep). Body habitus causes their battery to move. They are replacing with a primary cell battery.